Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver called to discuss a hypoglycemic event and insulin suspension behavior in an ilet user; the agent reviewed system data and noted appropriate pump function with automated suspension during downtrends and at the lower range, and provided troubleshooting and education while directing clinical questions to the healthcare provider. Symptoms included a blood glucose nadir of approximately 50 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention, assistance, hospitalization, or emergency care. Investigation included review of available pump performance and event history by support personnel. Investigation of this case revealed no device malfunction and appropriate automated insulin suspension behavior, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.